Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed "air line/ occlusion." This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'air line. ' was not reproduced. A review of the event history log (ehl) revealed occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During evaluation, the reported problem of "occlusion" was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarm and "upstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor was found to be out of range. The force sensor scale factor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.